Event description:
The pt was admitted for a total abdominal hysterectomy. A foley catheter was inserted the next day, the foley was to be removed. The balloon would not deflate, a needle was placed transuretrally, balloon was aspirated. Foley was aspirated. Foley was removed. The pt experienced a small amount of ureteral bleeding.